Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had fluctuating high and low blood glucose. Customer reported their blood glucose ranged from 23 mg/dl to 429 mg/dl. The customer had symptoms such as bad headaches and frequent urination. The customer treated the low blood glucose with food/carbohydrates and the customer treated the high blood glucose with the insulin pump. The insulin pump alarmed critical block and inverse critical block where it did not add to zero. Troubleshooting was performed and the device passed the self-test. The phone call was disconnected during troubleshooting and troubleshooting could not be completed. The insulin pump is not expected to return for analysis.